Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was switched off from radiation exposure. It was noted a 0x400 error code was reported at that time. Additional information stated there was ¿no¿ patient harm, injury, or death as a result of the event. It was further stated the patient was ¿fine¿ and was given a patient programmer so they were able to turn the ins on and off. It was reported the ¿system was working¿ at the time of initial report. Additional information stated the patient¿s radiation exposure was as a treatment against cancer. It was noted the reporting physician troubleshot the device and the ins system was ¿working well¿ and the patient was ¿receiving effective therapy¿ at the time of initial report. It was reported that ¿no revision or explantation was planned.¿ it was noted there was ¿no broken recharger belt and no broken recharger.¿ additional information has been requested. A supplemental report will be filed if additional information is received.